Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment for an arch aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag) and a gore® tag® conformable thoracic stent graft with active control system (ctag ac). The patient¿s pre-operative medical history included a carotid artery stenting for the right common carotid artery. The proximal end of the ctag ac was placed just distal to the left common carotid artery (zone 2). The patient tolerated the initial procedure. During the follow-up period, aneurysm enlargement approximately 2 mm was found. On (B)(6) 2022, a reintervention was performed to treat a proximal type I endoleak. An additional ctag ac was placed in the zone 1 with a chimney technique. A bare-metal stent (express) was implanted in the left common carotid artery. The endoleak was solved. The patient tolerated the reintervention. The reporting physician commented as follows: during the initial procedure, the sealing zone in the zone 2 was insufficient. It was around 17 mm and it was outside the gore® tag® conformable thoracic stent graft with active control system instructions for use ( IFU). The zone 1 tevar with a chimney technique was an option at that time. However, considering the carotid artery stenting in the right common carotid artery, chimney technique for the left common carotid artery was avoided.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19:- a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. H6: code e2402 is used to explain the proximal type I endoleak. The reporting physician commented that the sealing zone in the zone 2 was insufficient. It was around 17 mm and it was outside the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU). According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), the gore® tag® conformable thoracic stent graft is intended for endovascular repair of all lesions of the descending thoracic aorta, including: isolated lesions in patients who have appropriate anatomy, including: = 20 mm non-aneurysmal aorta proximal and distal to the lesion. Key anatomic elements that may affect successful treatment of the lesion include short aortic neck(s). Per IFU, complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Due to the technical issues, codes did not appear at the section h6: evaluation codes. H6: code e2402 is used to explain the proximal type I endoleak. The reporting physician commented as follows that the sealing zone in the zone 2 was insufficient. It was around 17 mm and it was outside the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU).